Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the shell was broken, with non-penetrating nicks. The device was noted to be underweight. A microscopic analysis was performed which identified a sharp-edged opening and non-penetrating nicks, which were assessed as a surgical impact opening. Based on the device analysis the final assessment is: a sharp-edged opening with non-penetrating nicks due to surgical impact.

Event description:
Physician reported left side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device was explanted.